Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Upon device return, analysis of the catheter found what appeared to be a material failure with the sutureless connector.

Event description:
The catheter connector was inspected prior to being hooked up. There was no visible default. The connector was attached to the catheter and then to the pump. A twisting motion confirmed the connection. Aspiration through the side port was unsuccessful. The catheter was disconnected and the physician reported small fissures in the polyurethane. A new connector was attached and aspiration was successful. The cause of the issue was not determined. There were reportedly no environmental or handling factors that could have caused the issue. There were no patient symptoms or complications associated with this event. The surgery went well, and the patient was fine and receiving effective therapy. The pump contained prialt (ziconotide).